Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge with insulin. Reportedly, the cartridge was filled with 300 units of cold insulin. The customer's blood glucose level was not impacted. Recommendation was made by tandem technical support to fill the cartridge with room temperature insulin per labeling instructions. The customer was able to reload the cartridge successfully.